Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Event description:
It was reported that while patient driving in truck with his spouce, he clutched his heart, veered off the road, and hit a tree. The patient died with cause of death reported as car accident due to acute myocardial infarction due to coronary artery disease. Other contributing factors were noted to be morbid obesity and head trauma.